Event description:
Gray et al 2023 - five-year results from the imperial randomized study of eluvia and zilver ptx drug-eluting stents and the long lesion sub-study for femoropopliteal artery disease. Methods: patients with symptomatic stenotic lesions (rutherford category 2-4) were enrolled in the prospective. Imperial rct (2:1 randomized, single-blind, noninferiority, global, multicenter, n=465) and long lesion sub-study (single-arm study of eluvia, n=50). Effectiveness (primary patency) and safety, including clinically driven target lesion revascularization (cd-tlr), major amputation, and mortality rates were evaluated through 5 years. Results: overall, 75.7% (296/391) of evaluable rct patients completed 60-month clinical follow-up. The cd-tlr rate was 29.3%for patients treated with eluvia vs 34.2% for zilver ptx (p=0.3540). Among patients undergoing cd-tlr, mean time to the first event was longer for patients treated with eluvia; this was significant through 3 years (581 +/- 273days vs 414 +/- 234 days, difference 166 days; p=0.0058) with a nonsignificant difference through 5 years (737 +/- 427 days vs 645 +/- 488 days, difference 92 days; p=0.3099). Target limb major amputation rates did not differ significantly between groups (3.4% for eluvia and 2.6% for zilver ptx; p>0.99). All-cause mortality was 20.3% for eluvia and 19.2% for zilver ptx (p¼0.7862). Kaplan-meier (km) primary patency estimates were 69.6% and 67.4% for patients treated with eluvia and zilver ptx, respectively, at 60 months (log-rank p=0.4764). In the long lesion substudy, the 5-year cd-tlr rate was 42.9% (15/35) with mean time to first cd-tlr 876 days (95%ci 630, 1122 days). No major amputations occurred. The km estimate of primary patency at 60 months was 51.7%, and 5-year mortality was 31.0% (13/42). This file will capture 34.2% of 391 patients with a loss of patency treated by tlr. Patient outcome: require intervention/additional procedures s=4 n=391 ((B)(4) 133.722 ~ 134 patients with a loss of patency treated by tlr.

Manufacturer narrative:
Over the weekend of 11/25/23, FDA installed a new security certificate for emdr submissions. Cook did not receive the new security certificate from FDA, resulting in a break in communication in sending and receiving emdr data. We requested the certificates to be re-sent to cook. As of 11/30/2023, the certificates were not sent to cook. Per (B)(4), questions and answers about emdr - electronic medical device reporting - guidance for industry, user facilities and FDA staff, section d: " if a manufacturer or importer is unable to submit a report on time due to an outage affecting the esg or the cdrh emdr processing system, it may document its attempts at timely filing in block h10 for the affected reports and submit reports electronically as soon as the esg or cdrh emdr processing system is operational.¿ an email has been sent to FDA as the guidance instructs informing FDA of the information set forth in the guidance regarding these delayed submissions.